Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that during the implant attempt, the lead had a screw mechanism failure. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.